Manufacturer narrative:
(B)(4)

Event description:
It was reported when an asymptomatic patient presented a merlin transmission, nonsustained lead noise was observed due to post-paced t-wave oversensing. The patient did not receive therapy during the oversensing. Programming changes were made.